Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Event description:
A customer site in (B)(6) filed a complaint alleging that (B)(6) target not detected (tnd) results were obtained for one patient with the cobas ampliprep/cobas taqman (B)(6) test, (B)(6). A woman who was 5 months pregnant, without previous known medical history, generated target not detected (tnd) results with 3 separate samples, tested on different dates. Western blot was tested on (B)(6) 2014 and was (B)(6). Cd4 count was 999 cells /cubic mm of blood (date of testing unknown). The customer performed a home brew proviral dna test which was (B)(6) (date of testing unknown). Eia serology was (B)(6) ( date of testing unknown). The site performed a "resistance test with amplification of the protease gene" that generated a (B)(6) result (date of testing unknown). The site's use of the cobas ampliprep/cobas taqman (B)(6) is off-label, as the test is intended to be used for monitoring or baseline testing of existing (B)(6) patients and is not intended to be used as a screening test for the presence of (B)(6) in blood or blood products or as a diagnostic test to confirm the presence of (B)(6) infection, which is stated in the product labeling. The associated us product code is (B)(4).

Manufacturer narrative:
(B)(4). The customer filed a complaint alleging that false target not detected (tnd) results were obtained for one patient with the cobas ampliprep/cobas taqman hiv-1 test, v2.0. A woman who was 5 months pregnant, without previous known medical history, generated target not detected (tnd) results with 3 separate samples, tested on different dates. Western blot was (B)(6). Cd4 count was 999 cells /cubic mm of blood. The customer performed a home brew proviral dna test which was (B)(6) and eia serology was (B)(6) the site performed a "resistance test with amplification of the protease gene" that generated a (B)(6) result. Updated information provided by the site states that the mother is currently on (B)(6) treatment but the date of initiation of treatment is unknown. No information was provided as to the current health of the mother or baby. The site's use of the cobas ampliprep/cobas taqman (cap/ctm) hiv-1 test, v2.0 is off-label, as the test is intended to be used for monitoring or baseline testing of existing hiv patients and is not intended to be used as a screening test for the presence of (B)(6) in blood or blood products or as a diagnostic test to confirm the presence of (B)(6) infection, which is stated in the product labeling. The patient's sample that generated tnd results with the cap/ctm hiv-1 v2.0 test was provided for sequence analysis. The cap/ctm hiv-1 v2.0 test employs a dual target design. A sequence was obtained for the gag region only for the patient sample. The sequence for the gag region of this sample did not show any sequence mismatches. The sample was identified by phylogenetic analysis as subtype b. No ltr region sequence was obtained for the sample. The absence of sequence information under the ltr primer binding region does not necessarily mean that there is no sequence. This could be due to heterogeneity under the sequencing primers or a very low viral load. The following medical assessment was provided: the data presented supports the hypothesis that this patient is likely an elite suppressor and, as such, the viral load can be as low as undetectable. Since the gag region of the virus was detected and there were no mutations found in the region, even if there were significant mutations to the ltr, the assay would still detect the gag region and generate a positive result if the viral load was high enough due to the dual target technology of the assay. This leads to the conclusion that this is most likely a case of an elite suppressor patient with very low (undetectable) viral load. There is no indication of a product non-conformance with the cap/ctm hiv-1 v2.0 test. (B)(4).